Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty to remove the protective sheath. There is no indication of a product quality issue with respect to manufacture, design or labeling.d9, h3: device return status updated from yes to no.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation of the 3.5x33 mm xience xpedition stent delivery system (sds), the yellow protective sheath could not be removed. Therefore, the device was not used and there was no patient involvement. There was no clinically significant delay in the procedure. Another xience xpedition sds was used to complete the procedure. No additional information was provided.